Event description:
It was reported to philips that the systems computer shut down by itself, which can indicate a booting issue. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's pc shut down by itself. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer. Therefore, no service action was performed by the philips. To date, no further information was received. The codes were updated based on the investigation outcome.